Manufacturer narrative:
Medical contact: (B)(6). Date of alcl diagnosis: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl, seroma-late, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma-alcl, seroma-late, and lump/nodule further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Regulatory agency reported they received a report of a bia-alcl diagnosis from medical staff, confirmation of lymphoma-alcl, augmentation of breast volume, redness, serum: fribrino-hemorrhagic with some inflammatory cells. Histopathological markers cd30+ and alk- have been provided. Samples of the capsule was sent for testing which found: "multiple whitish nodules", "subcutaneous grease", "a tumour proliferation made of patches of large rounded or ovoid cells with abundant cytoplasm and strongly nucleated, pleomorphic. These large cells are accompanied by an inflammatory infiltrate quite rich in neutrophils but also eosinophils. There are patches of necrosis as well as some more oedematous-myxoid areas. There are numerous mitoses. Beside, the adipose tissue is without any particularity. The capsule shows fibrous, discreetly inflammatory changes. The deep muscle plane is without any particularity.". This record related to the left side. The device has been explanted. Treatment: device explant, total capsulectomy and chemotherapy.